Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old hispanic female patient who underwent a breast augmentation primary with a mentor smooth round moderate profile, 200cc saline breast implant experienced left-sided deflation postoperatively. The in-house examinations diagnosed the issue. As per the patient, she informed the doctor that she started to receive symptoms of her left breast reducing in size the week prior to her coming in to see us. The patient came in for a consultation with the doctor on (B)(6)23 and he informed her that the implant has a partial rupture or deflation. As a result, patient underwent removal on (B)(6)2023.

Manufacturer narrative:
Suspect device received on july 04, 2023. Device evaluation completed on july 06 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 200cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it identified a tear within a crease/fold on the posterior view, measuring approximately less than 0.1 cm. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).